Manufacturer narrative:
Additional information was received that the reason for revision was that the leads had migrated. The patient underwent a revision procedure wherein only the leads were replaced per physicians preference. The patient was doing well postoperatively. The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patient was having frequent charging of the ipg. Database analysis revealed that the charge profile showed signs of poor charger to ipg coupling and the charger thermistor triggering often which can delay charging times. The impedance measurements also revealed high values on port d (2 contacts). The patient will undergo a revision procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient was having frequent charging of the ipg. Database analysis revealed that the charge profile showed signs of poor charger to ipg coupling and the charger thermistor triggering often which can delay charging times. The impedance measurements also revealed high values on port d (2 contacts). The patient will undergo a revision procedure.